Manufacturer narrative:
Block e1: (initial reporter facility name): (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached with the bushing. The device was returned with the outer sheath. Microscope examination was performed, and it was found that no activation had been performed in the device and the clip assembly was highly stuck into the bushing, confirming the deployment failure. Dimensional examination was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and b were within specification. The bushing tabs were measured for further analysis and both sides have similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This issue is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in duodenum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed, but it could not be detached from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in duodenum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed, but it could not be detached from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.